Event description:
The pt underwent an scs trial procedure on (B)(6) 2011 and was implanted with two percutaneous leads (the lots are unknown). It was reported that the pt felt some weakness in his arm. The physician immediately ordered a CT scan with and without contrast. The pt has previously had cancer. The results displayed that the cancer had reappeared. There was a mass in the canal that might have been in the cord applying pressure and causing the arm weakness. The trial leads were pulled and the pt was referred to his oncologist. The leads were thrown away by the facility staff. The pt's physicians think the issue was not device related. The last follow-up, the pt reported feeling less groggy and had increased mobility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.